Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m210013 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m210013, test base part number 190-430 / lot m210013. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m210013 showed that the complaint rate is b)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. Based on the above summary, the investigation is deemed complete. The product will continue to be monitored and tracked. H3 other text : device discarded, single use.

Event description:
The customer reported 9 false positive results with ID now covid-19 on (B)(6)2022.the patient received a positive result on ID now covid-19 on (B)(6)2022. No confirmatory test was performed. The patient was recommended to take tylenol as needed. This MFR. Report addresses test five (5) of nine (9) tests. No additional patient information, including treatment and outcome, was provided.

Event description:
The customer reported 9 false positive results with ID now covid-19 on (B)(6) 2022. The patient received a positive result on ID now covid-19 on (B)(6) 2022. No confirmatory test was performed. The patient was recommended to take tylenol as needed. This MFR. Report addresses test five (5) of nine (9) tests. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Device discarded, single use.